Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the insertion section was collapsed, causing the wire and mechanism to become jammed. A probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the angulation stuck. There was no patient involvement.